Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/dimensional evaluation: sample was returned. Safety clip was missing upon receipt. The adapter was loose and the two-way stop cock was closed. A break in the grey outer catheter was observed approximately 362mm from the proximal end of the handle at the catheter reinforcement area. At the distal break point on the outer grey catheter the coils and wire braiding were exposed. The outer grey catheter was also noted to be stretched at the break point. The stent graft was in place and not released. There was a gap between the atraumatic tip and the distal end of the outer catheter of 2.5mm. A bent strut was noted in the stent graft 17mm from the distal tip of the outer catheter. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for an outer shaft break, as the outer catheter was torn off at the catheter reinforcement area. The investigation in unconfirmed for a crack, as no crack was found during evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment in an av graft, while advancing the deployment system through the torturous graft the outer catheter cracked near the deployment handle. The stent graft was exchanged over the guide wire for a covered stent that was deployed successfully. There is no reported patient injury.